Event description:
Additional information received identified the patient is doing well.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
User facility report received on (B)(6) 2018 identified following a scs system explant surgery (reference MFR. Report# 1627487-2018-05677) the patient experienced elevated heart rate. The rapid response team determined supraventricular tachycardia. Metoprolol was administered and heart rate went down to sr (sinus rhythm). ECG showed a possible left ventricular hypertrophy. The patient is a clinical study patient.